Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic with symptoms of intermittent pectoral stimulation. Device interrogation confirmed the pacemaker had entered safety mode, and recorded codes 0x0 0x40 0x0, indicating there were three power on resets (pors) were detected. Technical services (ts) discussed troubleshooting options and reviewed device functionality in safety mode. This pacemaker was explanted and replaced, and product return was requested. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic with symptoms of intermittent pectoral stimulation. Device interrogation confirmed the pacemaker had entered safety mode, and recorded codes 0x0 0x40 0x0, indicating there were three power on resets (pors) were detected. Technical services (ts) discussed troubleshooting options and reviewed device functionality in safety mode. This pacemaker was explanted and replaced, and product return was requested. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic with symptoms of intermittent pectoral stimulation. Device interrogation confirmed the pacemaker had entered safety mode, and recorded codes 0x0 0x40 0x0, indicating there were three power on resets (pors) were detected. Technical services (ts) discussed troubleshooting options and reviewed device functionality in safety mode. This pacemaker was explanted and replaced, and product return was requested. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2103. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.